Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an multifocal intraocular lens, model zmb00, was performed on the right eye of a female patient due to the reading distance was too strong. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer: 01/25/2016. The lens was returned to the manufacturer for evaluation. Visual inspection using a microscope at 12x magnification shows the lens is damaged, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens power calculations. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.